Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and confirmed that the device was able to turn on, but it was very slow. After startup, all geo movements were unavailable, and the system did not make exposure. The error geometry movements partly unavailable was presented on the data monitor. Fse examined the logfiles and discovered the error "cannot retrieve ip address for sequencing function." The sequencer, which is located in the system interface board (sib) box, cannot obtain an ip address from the host pc. Fse discovered that sib software was invisible in download board software. It was determined that the sibbox was defective. Fse replaced the sib and reinstalled the software. After replacement, the system was restored to full operating order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not start up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.